Event description:
It was reported that the user¿s ilet stopped dosing when insulin was low, the user removed the device before bed, and later administered a subcutaneous insulin pen injection. The agent educated the user that a two-hour wait is required before reconnecting after an external insulin dose and confirmed a device alert consistent with a dosing stop. Symptoms included hyperglycemia peaking at 340 mg/dl, consistent with device suspension of insulin delivery. Outcomes included resolution through user-administered correction and education without hospitalization. Investigation included case review, confirmation of the alert, and user troubleshooting and education regarding proper reconnection timing after an injection. Investigation of this case revealed that the device behaved as designed by stopping dosing when insulin was depleted, and user misunderstanding contributed to the event. It was concluded, based on previously established findings for similar reports, that the cause was use error related to device operation and reconnection timing after off-device insulin administration.